Event description:
It was reported that this pacemaker and right ventricular (rv) lead had observations of noise that was being oversensed which resulted in pacing inhibition of greater than two seconds. Subsequently, this pacemaker was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead had observations of noise that was being oversensed which resulted in pacing inhibition of greater than two seconds. Subsequently, this pacemaker was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This supplemental report is being filed to include device analysis details.